Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a loss of the stimulation starting on (B)(6) 2017 and that they had a return of symptoms (pain) for the past week and a half ((B)(6) 2017). The patient stated that their stimulation would shut off randomly. It was noted that the patient was charging their implant during the call and the ins was at a 75 percent charge and the stimulation was on. The patient also mentioned that every time they felt the stimulation go off they would press the on button on the side of their insr to turn in back on. The on/off buttons on the insr were reviewed with the patient verses the ins on/off status icon on the insr screen and what it would look like if the stimulation was on or off. The patient stated that they had not been looking at the ins on/off status icon on the insr. It was recommended that they go by that icon to determine if stimulation was on or off, and not by the actual stimulation sensation. It was also reviewed that the patient should not press the on/off buttons on the side of the insr. It was stated that it was possible for the patient¿s ins to be on and for the patient not to feel stimulation. The patient stated that they would cough to check and see if stimulation was still there and then they could feel it. It was stated that the stimulator had been working great and that they had been able to go up and down stairs, but now they had a gradual return of pain. It was stated that it seemed like it had been taking the device a while to help with the pain. It was reported that the patient felt the stimulation turn on/off when they were charging/indifferent body positions. It was reported that the change in stimulation was related to positional movement. It was reported that the patient had recently had an increase in activity level, as they had been doing heavy lifting. It was reported that the stimulation on/off issue started after the heavy lifting, however they did not know if the return of pain started before or after the lifting or if the pain was from lifting or not. It was reviewed the certain activities may cause damage to the stimulation system which could result in a loss of stimulation or intermittent stimulation if anything was damaged. The patient was advised to follow-up with their healthcare provider to address the stimulation issues and return of pain. It was also suggested that the patient could try increasing stimulation to see if that would provide more pain coverage. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.